Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced, and the unit was returned to service. No report of patient involvement. (B)(6).

Event description:
The hospital reported that, during a preoperative checkout, the unit alarmed 'alt o2' and 'check agent setting'. There was no reported patient involvement.